Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Customer consumed carbohydrates and liquids to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.